Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms and resumed insulin delivery successfully. The customer's blood glucose level was 200-300 mg/dl.